Manufacturer narrative:
(B)(94). The lot was manufactured from november 24, 2014 to november 26, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside a small volume intermate. The pharmacist stated there appeared be small, white pieces that looked like plastic. This was observed after the device was compounded with an antibiotic solution. There was no patient involvement. No additional information is available.